Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap that would not tighten on a transfer set and would fall off while setting up for therapy. This event occurred during use with patient involvement. The care giver stated the patient had the minicap in place for approximately ten (10) hours prior to it falling off. The care giver stated the transfer set had not been exposed to any excessive force, potentially causing the minicap to fall off. The transfer set was replaced following the reported event as they had not been able to put a new minicap in place. There was no patient injury or medical intervention associated with this event. No additional information is available.